Event description:
It was reported that a malfunction alarm occurred. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 180-271 mg/dl.

Manufacturer narrative:
Device not returned.